Event description:
During an initial implant procedure, it was noted that the implantable cardiac monitor (icm) falsely measured a diagnostic reading as positive. Further information was requested but not received.

Manufacturer narrative:
Corrected data: h6 codes updated.